Manufacturer narrative:
The serial numbers were not provided. Therefore, the device history records (DHR) could not be reviewed. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. Atrioventricular conduction disturbances after tavr and avr are associated with many patient-related and procedural-related factors. The mechanisms of the development of heart block after tavr and surgical avr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop post-operative heart block, potentially requiring a permanent pacemaker. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
Through review of medical article "high incidence of transient permanent pacemaker rate after rapid deployment valve replacement: insights of a 9-year single-center experience", the following was identified involving edwards devices: 44 permanent pacemaker implantations were performed after the implantation of a valve model 8300ab.

Manufacturer narrative:
The subject devices are not available for evaluation, as they remain implanted. The date of the event is unknown; however, according to the article, the study period was from may 2012 to august 2018. Thus, the first day of the reported study period (1 may 2012) was used as the occurrence date. Article citation: krasivskyi I, et al. High incidence of transient permanent pacemaker rate after rapid deployment valve replacement: insights of a 9-year single-center experience. Heart, lung and circulation (2022). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.